Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. The lead was confirmed to be electrically continuous. However, the trilumen insulation was damaged/abraded through to theconductors. The conductors were expose, but not fractured, approximately 15-16 cm from terminal pin. As a result, the clinical observations were confirmed.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise due to insulation damage. As a result, the rv lead was explanted. No additional adverse patient effects were reported.